Event description:
It was reported that during a pulsed radiofrequency ablation procedure on (B)(6)2024, patient experienced motor loss in the lower limb after the procedure.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
It was reported to abbott a physician reported they performed a pulsed radio frequency (rf) procedure on a patient¿s sciatic nerve. The patient experienced a loss of motor function in their lower limb. Four days later, the patient was still reported a loss of motor function in their foot. Technical service (ts) review the logs and reported this event corresponds with the last procedure on the day (B)(6) 2024, a pulsed dosed rf and bipolar pulsed rf. It looked like routine procedure. There were two alerts; low impedance eon channel 1 and the grounding pad was detached. The logs did not show any temperature errors on 05 jun 2024. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.